Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the lead was explanted and replaced for an upgrade procedure, but it was noted that the lead was kinked near the proximal end. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.